Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 60 mm diameter ruptured abdominal aortic aneurysm. It was reported that a type iii fabric endoleak from the bifurcate was observed on the two day post-op CT scan. Per the physician, the cause of the event was unknown. It was also noted that no other endoleaks were observed after implant and no intervention is planned to treat the type iii endoleak. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: two short video¿s and a 3d CT-reconstruction 2 days post-implant were reviewed. The two 20 sec video¿s showed transverse CT slices scanned from the suprarenal aorta down to the femoral arteries. The video resolution was poor with high contrast, and no measurement scale was available; therefore, a detailed review was not able to be performed. An endurant stent graft system was seen implanted beginning just below the renals. There was an irregular shaped aortic flow lumen observed within the suprarenal aorta down to the level of the bifurcate proximal margin, likely from thrombus. Contrast was seen filling both renal arteries. The right kidney and right ureter were dilated, showing likely evidence of hydronephrosis. Widespread contrast was seen outside the stent graft within the aaa sac. Contrast was also seen outside the aaa but it could not be confirmed if the aaa rupture had not been excluded or if the contrast was related to the hydronephrosis. The exact source of the endoleak could not be determined. Multiple posterior feeder vessels (likely lumbar arteries) that could be producing a type ii endoleak were seen at the same level/location as the apparent endoleak. The stent graft was patent, and distal to the devices the vessels were patent. No other obvious stent graft issues were observed. A 3d CT reconstruction image confirmed that an endurant stent graft system was implanted just below the renal arteries, and both iliac limbs had been extended well down into the iliac arteries. The right kidney/ureter hydronephrosis was again seen. Contrast was seen outside the stent graft from an unknown source. No other obvious stent graft issues were observed. The exact source and cause of the endoleak seen 2-days post implant could not be determined from these limited images provided. Poor video resolution and lack of raw CT¿s limited the extent of the film review. Pre-implant films were not provided, films during the implant 2 days earlier and current angiography images were also not available for review. It is possible that a type ii endoleak may have been the source of the contrast seen outside the stent graft. A type iii fabric endoleak or a type IV endoleak cannot be ruled out.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.